Event description:
According to the available information, the altis was to be implanted on but was not due to the hook of the strap breaking. During the procedure of placing an altis sling, the hook of the strap was broken off. The hook was left in the patient and open a new strap. Because the second was also broken off ((B)(4)), the 3rd was ok. Having placed the fixed anchor by membrane, rotating the hook back and when she pulled the string to tighten, it broke off.

Manufacturer narrative:
An altis mesh, dynamic suture and two introducers were received for evaluation. Examination of the mesh revealed the static anchor was detached from the mesh and not returned. The dynamic suture was delaminated from the mesh and the dynamic anchor and tensioner were not received. Microscopic examination of the detachment site of dynamic suture and the appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the mesh and introducers. No functional abnormalities were noted with either introducer. The information received indicated the dynamic anchor broke off during the procedure. Quality confirmed the detachment of the dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information during the procedure of placing an altis sling, the hook of the strap was broken off.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.